Manufacturer narrative:
B3 date of event: estimated as the event date was not provided. D3 manufacturer address: (B)(6).

Event description:
It was reported that frost formed on the device and the patient experienced a skin burn. The patient was being treated for a breast tumor. The icefx cryoablation system and an icesphere 1.5 cx 90 degree needle were for selected use. Initially, the I-thaw mode was not working on any port. After troubleshooting, the issue was resolved, but then after 5 minutes of freezing, the issue occurred again. The fault codes 80-30 and 40-08 were received. The user pressed the pause button; however, the needle kept freezing and the iceball continued to grow. They waited a few minutes with no changes to the system. Frost was observed on the device and a burn was observed on the skin of the patient. The argon gas was shut off. The needle was removed from the patient. The procedure was completed. The burn was treated with silver sulfadiazine cream. The patient was reported to be ok and there were no further complications.

Manufacturer narrative:
B3: date of event: estimated as the event date was not provided. D3: manufacturer address: tavor building 1, industrial park. D4: lot number updated under brand name section.

Event description:
It was reported that frost formed on the device and the patient experienced a skin burn. The patient was being treated for a breast tumor. The icefx cryoablation system and an icesphere 1.5 cx 90 degree needle were for selected use. Initially, the I-thaw mode was not working on any port. After troubleshooting, the issue was resolved, but then after 5 minutes of freezing, the issue occurred again. The fault codes 80-30 and 40-08 were received. The user pressed the pause button; however, the needle kept freezing and the iceball continued to grow. They waited a few minutes with no changes to the system. Frost was observed on the device and a burn was observed on the patient's skin. The argon gas was shut off. The needle was removed from the patient. The procedure was completed. The patient's skin was treated with silver sulfadiazine cream. The patient was reported to be ok and there were no further complications.